Manufacturer narrative:
This event occurred in (B)(6). Na.

Event description:
The customer complained of questionable results on multiple tests for patient samples on a cobas 6000 e 801 module. Of the data provided, there were discrepant elecsys total psa immunoassay and elecsys ft4 assay results for three patient samples on e 801 module serial number (B)(4). For one of the patient samples, there was a discrepant tsh result on this e 801 module. The serial number was not provided. This medwatch will cover patient 3 data on this e 801 module. Refer to medwatch with patient identifier (B)(6) for patient 1, patient 2, and patient 3 data on e 801 module serial number (B)(4). For patient 3 the initial tsh result was 0.781 miu/l. The sample was repeated two more times and the tsh results were 2.56 miu/l and 2.53 miu/l. There was no allegation of an adverse event. The erroneous low results were reported outside of the laboratory. The corrected reports were sent to the medical personnel. The qc after the event was not acceptable. The tsh reagent lot number was 33181400. The expiration date was asked for but not provided. It was unclear whether the field service engineer (fse) performed a service visit on this e 801 module. Clarification has been requested. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Clarification was provided that the fse only performed service on the other e 801 module serial number (B)(4).